Event description:
It was reported the video connector of the camera head was corroded and there was poor video image quality. The issue occurred during an unknown procedure which was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of "poor quality image" was not confirmed. However the allegation of "corroded video connector" was confirmed. Additionally, the device evaluation found cable leaks, main body lens image failure (blurred), cracked connector, and cable burns.the flooding of the camera cable was attributed to the burn area of the cable. Based on the results of the investigation, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of the device.